Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) performed from 08/05/2015 to 11/12/2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the device battery was found to be low and the cord was frayed. There was no patient involvement.